Event description:
It was reported that an ilet user experienced a loss of dexcom g7 continuous glucose monitor (cgm) data to the ilet, which stopped automated dosing and prompted a prompt to connect the cgm; the agent guided the user to toggle the cgm setting, re-enter the g7 pairing code, and allow time for signal to reestablish. The user experienced a glucose peak of 281mg/dl with no associated clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing without hospitalization. User support included customer service troubleshooting, review of device alarms and cgm pairing status, and user re-pairing of the cgm. Investigation of this case revealed a communication disruption between the dexcom g7 cgm and the ilet with signal loss to the ilet only, which was addressed by re-pairing the sensor; automated dosing remained suspended until cgm data resumed. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or pairing configuration that required re-pairing, not a device hardware failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.